Event description:
It was reported that the right ventricular (rv) lead exhibited noise and spikes in impedances. It was suspected that the cause was either a poorly connected lead or the beginnings of a fracture. Follow up was attempted for additional information, but was unsuccessful. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - varying resistance/impedance: weekly pace lead impedance trend data show various spike increases for max ventricular pace bi impedance= 418 to 798 ohms peak between (B)(4) 2011 and (B)(4) 2012.